Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device and delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed that there was a device related thrombus present on the closure device and a peri-device leak. The physician switched the patients' medical regiment to another oral anticoagulation medication in response to this event with a planned follow tee procedure at a future date. There were no other complications that were reported to have occurred, and the patient was discharged home. It was further reported that the leak was 5.9mm large. The patient is doing well and is on a vitamin-k-antagonist medication regiment. The physician has a plan to perform a repeat tee at a future date.

Manufacturer narrative:
B3 date of event - aware date used as event date is unknown.

Manufacturer narrative:
B3 date of event - aware date used as event date is unknown.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device and delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed that there was a device related thrombus present on the closure device and a peri-device leak. The physician switched the patients' medical regiment to another oral anticoagulation medication in response to this event with a planned follow tee procedure at a future date. There were no other complications that were reported to have occurred, and the patient was discharged home.